Event description:
Medics were attempting to resuscitate a patient (age and gender unknown) in cardiac arrest but the device displayed an "open air discharge" message upon the delivery of charged energy to the patient. The medics obtained their backup device and were able to defibrillate and successfully convert the patient's heart-rhythm. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction. Subsequent to the event, an attempt was made by the facility to duplicate the fault but the device displayed a "status 90" message and would not charge energy.